Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was returned for investigation. Functional testing performed three (3) docking cycles; all docking cycles were successfully, except in the second docking cycle, the light rod was damaged and fell off. Additionally, two (2) aquablation cycles were performed, one with water and one without water. The reported e22 - motorpack error was not seen, and the treatment was completes successfully. The handpiece was tested on the microstepper fixture to capture the signals on each index. The signals observed were found to be as expected. Fluid ingress was also seen on the sensor board; however, it is unlikely that this contributed to the reported e22 error. Hence the reported failure of e22 errors could not be confirmed through physical analysis but was confirmed to have occurred during the case through the log review. A review of the device history records (DHR) for ab2000/serial number (B)(6) and aquabeam handpiece/lot number 20c00635 was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104-00 rev. F, states the following: table 5 system detected errors and faults. "E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece.". A review of similar complaints identified (B)(4) other similar complaints that have been reported to procept. The in-house investigation was unable to identify any anomalies with the returned handpiece that could have contributed to the reported event; therefore, the root cause is undetermined. Reliability handpiece project is on-going, with the focus on reducing and/or eliminating, wherever possible, recurrence of e22 errors. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedural setup an "e22 - motorpack error" message was generated by the aquabeam robotic system. The error message could not be cleared; therefore, the aquabeam handpiece was replaced with a new handpiece device. As the handpiece was being introduced into the patient an "e22 - motorpack error" message was generated by the aquabeam robotic system. The error message could not be cleared after troubleshooting steps were conducted, causing the aquablation procedure to be aborted. There were no adverse health consequences to the patient due to the reported event.